Event description:
Pt tested on the suspect device with an inr result of 2.7. Lab inr was 4.4. Controls were in range. No treatment alleged. The device was not replaced. The reporter wanted to run tests on another pt.